Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would continue to run when the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.